Event description:
The customer's log files reports a false positive result with the ID now covid-19 assay performed on (B)(6) 2021. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4). On retained kit lot 1015187 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number190-000 / lot 1015187 and test base part number 190-430 / lot 1015187.. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1015187 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination. A review of complaints against the kit lots for the reported issue indicates product performance is as expected and a product deficiency has not been identified. Reference manufacture numbers: 1221359-2021-01628, 1221359-2021-01573, 1221359-2021-01574, 1221359-2021-02946, 1221359-2021-02947, 1221359-2021-02948.